Manufacturer narrative:
Upon review of the device history records for the serial number, (B)(4), it was determined that the device was manufactured on 17 nov 2015 and the one (1) year warranty period has expired. The glidescope operations and maintenance manual (omm) states: "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." The customer elected to purchase a replacement spectrum smart cable. During a follow-up, the customer indicated they have received the new smart cable and the intermittent image issue has been resolved. The smart cable used in the event was not returned to verathon for evaluation, therefore the cause could not be conclusively determined, however it is likely the reported hdmi connector damage caused or contributed to the intermittent image. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the image was intermittent. The customer indicated that one of the copper contacts from the hdmi connector of the cable is missing. The procedure was completed with a second glidescope system, however the time to prepare the backup system was not known. No harm to the patient or user was reported.